Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the echo. All 3 screen cells resulted negative, and visually appeared negative. Other samples did not react unexpectedly with the same lot of crrs and capture-r ready indicator red cells used on the echo. Could not rule out sample related issue.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative results when testing a patient sample with capture-r ready-screen (3) on the galileo echo instrument.